Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that when the sheath was in the patient and the farawave catheter tip was inserted into the sheath, air was detected in the flush luer lumen of the faradrive sheath during flushing. No fluid leak was noticed. The sheath was replaced, and the procedure was completed successfully with another sheath. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory. A pump was used as the method of sheath irrigation with a flow rate of over 20cc. No leak or air in patient was seen. Guidewire was positioned in the distal end of sheath when it was inserted. The wire was out of catheter when flushing.

Event description:
It was reported that during the pulmonary vein isolation procedure to treat paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. It was noted that when the sheath was in the patient and the farawave catheter tip was inserted into the sheath, air was detected in the flush luer lumen of the faradrive sheath during flushing. No fluid leak was noticed. The sheath was replaced, and the procedure was completed successfully with another sheath. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. A pump was used as the method of sheath irrigation with a flow rate of over 20cc. No leak or air in patient was seen. Guidewire was positioned in the distal end of sheath when it was inserted. The wire was out of catheter when flushing.